Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced vaginal pressure, vaginal pain, vaginal bleeding, dyspareunia, suffering, permanent injury, permanent physical deformity and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).